Event description:
It was reported that the clamp for proximal locking had a fissure. The surgeon jammed his thumb on the fissure and suffered an injury to his thumb. The surgery was completed with this device.

Manufacturer narrative:
Add'l info has been requested and if received, will be submitted on a supplemental report.